Event description:
It was reported the patient was experiencing discomfort at her scs ipg site due to the position of the ipg. The patient underwent surgical intervention to reposition the ipg, and the issue was reportedly resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.